Event description:
It was reported that stent damaged occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified ostial of the obtuse marginal (om) artery extending to the proximal om artery. Following predilation with a 2.0 x 15 emerge balloon catheter, intravascular ultrasound was performed using an opticross. Subsequently, a 16 x 2.25 promus premier¿ drug-eluting stent was selected for use and advanced but met resistance and failed to cross the lesion. Device was withdrawn and the proximal segment of the stent was noted to have flared. The procedure was completed with a 16 x 2.25 synergy stent. No patient complications were reported and the patient's status was stable. Patient was discharged two days after.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product (B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the stent delivery system associated with the finished goods batch was returned for analysis. The tip od was measured which was within specification. The stent was damaged at its proximal end. The most proximal row of struts had been raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The balloon stent protector was not returned to the cis for analysis. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified ostial of the obtuse marginal (om) artery extending to the proximal om artery. Following predilation with a 2.0 x 15 emerge balloon catheter, intravascular ultrasound was performed using an opticross. Subsequently, a 16 x 2.25 promus premier&#10244;rug-eluting stent was selected for use and advanced but met resistance and failed to cross the lesion. Device was withdrawn and the proximal segment of the stent was noted to have flared. The procedure was completed with a 16 x 2.25 synergy stent. No patient complications were reported and the patient's status was stable. Patient was discharged two days after.